Manufacturer narrative:
The intraocular lens was not implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during insertion of the intraocular lens (iol) under the surgical microscope, the doctor noticed that the tip of the inserter (mouth) was blunt and deformed (damaged). The surgery was normally performed. As the tip of the insertion tip appeared to be bent, she rejected the product and used another device of the same model. Provisc was used as viscoelastic. There was no patient contact with the iol. No adverse event. No secondary surgery/medical intervention required. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 10/20/2017. Device returned to manufacturer? Yes. The complaint unit was received in its original folding carton. The plunger was observed in the advanced position and the cartridge was correctly engaged into the lower body of the pcb00 device. No assembly error and/or defect related to manufacturing process was observed. Visual inspection at 10x microscope magnification was performed. Lack of lubricant material was observed in the device. The lens was observed stuck at the cartridge loading zone and the pushrod overrides it. Tip deformed was observed on the device. The reported issue was verified. However, the condition in which the sample was received is consistent with a unit that was handled and prepared for surgical use. The manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. The directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.